Event description:
On (B)(6) 2025, senseonics was made aware of an incident where patient reported discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurement. The sensor was inserted on (B)(6) 2025 and the event began around (B)(6) 2025. No specific examples of discrepancies were provided, but the patient mentioned that differences are large. The patient did not mention any clinical symptoms or patient harm resulting from the differences.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense systems. Review of the in-vivo sensor data revealed chemical degradation, which is often an indicative of oxidation of sensor's chemical component (hydrogel). Since the sensor was nearing its expiration, the customer had already scheduled an appointment for sensor exchange on 11-aug-2025 to continue using eversense e3 cgm system. This complaint does not require any further investigation. B4. Date of this report 06 nov 2025. G3. Date received by the manufacturer? 06 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.